Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-01160, 497-28-000, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required revision surgery involving conversion from a bipolar hip to a total hip. The reasons for the conversion were not provided.